Manufacturer narrative:
(B)(4). The reported condition of damaged battery alarm was confirmed during product evaluation. The root cause was a depleted battery. The main battery was replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There is no known patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This is report 2 of 3. This device is a remediated colleague pump with a user interface module software version of 5.09.90.